Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the ICD implanting procedure. Rv threshold increase was observed. The patient complaint of chest pain. Lead dislodgement and partial perforation were also noted. The pocket was reopened and the lead repositioned. The issue was resolved. The patient was stable post-procedure.